Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 333333, mfd. 10/17/2014, expires 2019-10, (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# 493587, mfd. 10/22/2015, expires 2020-10, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493566, mfd. 09/24/2015, expires 2020-09, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The surgeon claimed that it "wasn't healing." In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants and added additional hardware. The status of the patient following the revision procedure is not known.